Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown ml taper kinectiv stem; unknown ml taper kinectiv neck; unknown biolox head; unknown liner. Complaint operative notes were evaluated and the reported event was able to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a initial hip procedure and subsequently patient was revised due to corrosion and pain. Revision operative record noted osteolysis around the acetabulum, moderate corrosion on the femoral stem and neck as well as some metal staining around the neck. All components were removed and replaced. No further information available.